Event description:
It was reported that during a sigmoid resection procedure, the surgeon fired the blue reload (initial cartridge). At the distal portion of the transection some staples were not forming a b-shape, they had their original shape (it looked like 3 staples). He then put a green cartridge in and the same thing occurred. A different device was opened and used to continue the case. The pt is fine, with no major delay. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.